Event description:
Ous MDR - it was reported that, after 10 months of implantation, the ICD can not be interrogated. The patient suffers from twiddler's syndrome. There was no deterioration of the patient's health reported.

Manufacturer narrative:
The x-ray images of the ICD and lead system available were analyzed. It was found that the lead was fully retracted back into the ICD area in the implanted state and was wound around the ICD around the transversal axis, which suggests the "twiddler" syndrome. The rv and svc shock leads were thus in direct contact with the ICD housing. This explains the presence of an external low-resistance shock path when the system was implanted. The mechanical analysis of the lead showed that the screw mechanism for the lead was fully unscrewed. Tissue residue was present in the screw mechanism. In this area there was also damage to the lead tip due to an overextension. The rv and the svc shock leads were also stretched. The production process for the leads and the ICD were reviewed. The production documents did not show any irregularities that could be linked to the complaint. All production steps were correctly executed.